Event description:
The device was used during a lap chole procedure. Reportedly, the blue seal is flaking as the instruments are inserted through the sleeve. No pt injury reported.

Manufacturer narrative:
12/5/1997-supplemental report #1 submitted to FDA.